Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported the screen of his insulin infusion device displayed "3.0077." The patient was advised this error message was related to the battery. The patient stated he had been using the battery for 3-4 weeks. He stated he was aware of the recall, but was trying to use up his supply of recalled batteries before using the corrected batteries he had been sent. The patient was instructed to discard the recalled batteries and only use the corrected ones. On follow-up, the patient stated he was "doing well." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned. Replacement power packs were previously sent.